Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: early stroke after left ventricular assist device implantation: role of right heart failure. Journal of thoracic disease. 2023; 15(12):6730-6740 doi: 10.21037/jtd-23-1194. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding early stroke after left ventricular assist device (vad) implantation. The authors described a patient who required the implant of a right vad on the same day as left vad implantation due to right ventricular dysfunction. The patient's right heart failure did not improve due to continued alcohol consumption and noncompliance with treatment. The patient subsequently expired.